Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple power reboots were recorded on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was observed inside the battery compartment. The returned battery cap was not able to be fully secured to the pump. During testing, the pump powered on to the ¿verify¿ screen using the returned battery cap. The pump constantly vibrated during testing. The pump was not able to complete a 24 hour duration exercise due to internal moisture contamination causing the pump to vibrate constantly thus draining the battery. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and evidence of moisture contamination was found inside the pump on the vibrator driver circuit. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn in the center. The audio bolus buttons responded appropriately to button presses despite the damaged cover. The complaint that the pump had no power was not able to be duplicated during investigation. No power interruptions occurred during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked. Reportedly, there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.